Event description:
A falsely elevated troponin (ctni) I result of 11 ng/ml was obtained for the ctni method. The technician centrifuged the sample externally and measured it again in a sample cup, getting a result of 0 ng/ml. The patient was not treated and there were no adverse health consequences as a result of the initial falsely elevated ctni result. The error is believed to have been due to sample handling. Improper mixing of the collection tube can result in incomplete anticoagulation of the specimen resulting in falsely elevated results.